Event description:
An angio-seal device was deployed by a member of the nursing staff certified to deploy the device. Hemostasis was achieved and the patient returned to the ward. Over the next two days, the patient complained of groin pain; swelling was noted. Three days post deployment, an ultrasound revealed a pseudoaneurysm. The patient was transferred to a neighboring hospital where the pseudoaneurysm was treated with fibrin injection; the patient was reportedly in satisfactory condition. The patient later had a ptca as planned, with good results and was discharged home. A pre-insertion angiogram was performed following a diagnostic angiogram via 4f sheath.